Manufacturer narrative:
The insulin pump was received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was physical damage to the insulin pump. The blood glucose level was not given. There are cracks around the display between the battery and reservoir compartment. The unit was not dropped and the damage was not caused by a car accident.